Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient stated during his first night using the cycler and during dwell 3 the patient received an "m31 air detected in cassette" alarm. The pd patient checked the setup and could find nothing loose. Treatment was cancelled and a fluid leak was found when the cycler cassette door was opened. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated the patient reported the issue to the clinic and confirmed there was no patient injury or adverse event. The pdrn stated the patient reported a fluid leak from the cassette area after receiving several cycler alarms during dwell 3 and cancelling treatment. Per pdrn the fluid leak was noted when opening the cassette door and indicated it was unknown what may have attributed to the leak. Per pdrn the patient reverted to continuous ambulatory peritoneal dialysis (capd) therapy to complete treatment. Per pdrn no prophylactic medication was provided to the patient and no adverse event occurred. The patient was able to continue to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy. The sample was discarded.

Event description:
A peritoneal dialysis (pd) patient stated during his first night using the cycler and during dwell 3 the patient received an "m31 air detected in cassette" alarm. The pd patient checked the setup and could find nothing loose. Treatment was cancelled and a fluid leak was found when the cycler cassette door was opened. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated the patient reported the issue to the clinic and confirmed there was no patient injury or adverse event. The pdrn stated the patient reported a fluid leak from the cassette area after receiving several cycler alarms during dwell 3 and cancelling treatment. Per pdrn the fluid leak was noted when opening the cassette door and indicated it was unknown what may have attributed to the leak. Per pdrn the patient reverted to continuous ambulatory peritoneal dialysis (capd) therapy to complete treatment. Per pdrn no prophylactic medication was provided to the patient and no adverse event occurred. The patient was able to continue to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy. The sample was discarded.

Event description:
A peritoneal dialysis (pd) patient stated during his first night using the cycler and during dwell 3 the patient received an "m31 air detected in cassette" alarm. The pd patient checked the setup and could find nothing loose. Treatment was cancelled and a fluid leak was found when the cycler cassette door was opened. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated the patient reported the issue to the clinic and confirmed there was no patient injury or adverse event. The pdrn stated the patient reported a fluid leak from the cassette area after receiving several cycler alarms during dwell 3 and cancelling treatment. Per pdrn the fluid leak was noted when opening the cassette door and indicated it was unknown what may have attributed to the leak. Per pdrn the patient reverted to continuous ambulatory peritoneal dialysis (capd) therapy to complete treatment. Per pdrn no prophylactic medication was provided to the patient and no adverse event occurred. The patient was able to continue to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy. The sample was discarded.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. A search was performed of the lots delivered to the patient, with a time frame of three months before of the event date resulting one lot. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.